Event description:
During a routine shift check by a clinician, the device displayed "defib fault 77", "defib fault 78" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.